Event description:
The surgeon implanted a cc4204bf collamer lens. Due to the plastic plunger inside of the injector overrode, the lens causing the trailing footplate to be amputated. The lens was removed using a lens bi-sector. Surgery was completed using a three piece lens. No patient injury. The iol injection cartridge model and lot number unknown. The lens was a cc4204bf, diopter +20.5.

Manufacturer narrative:
Evaluation results: the product pertaining to this claim was not returned; however, the lens was returned and visual inspection showed that one lens haptic and part of the lens optic was missing. Part of the remaining optic was torn. Surgical residue/ debris on product. Complaints of this nature are being investigated under iaca.